Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian cyst ('large cyst') and procedural haemorrhage ('had to go back in the for an emergency surgery due to losing more blood than they could give me') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), abdominal pain ("being sick with abdominal pains"), influenza like illness ("feeling like I had the flu everyday"), headache ("headaches"), arthritis ("arthritis my writs"), nausea ("vomit feeling") and acne ("big pimples") and underwent surgery ("had to have 3 surgeries- I nearly died after the second one."). The patient was treated with surgery (surgery to have large cysts removed off my ovaries). At the time of the report, the ovarian cyst, procedural haemorrhage, abdominal pain, influenza like illness and surgery outcome was unknown. The reporter provided no causality assessment for abdominal pain, influenza like illness, ovarian cyst, procedural haemorrhage and surgery with essure. The reporter considered acne, arthritis, headache and nausea to be related to essure. The reporter commented: patient was healthy person until she was implanted with essure. She being sick with abdominal pain that she never experienced before. She had to have 3 surgeries, the first one was within months after getting essure to remove large ovarian cyst. The second surgery was not described. Due to losing more blood during surgery patient were undergone emergency surgery, she had the third surgery. Concerning the injuries reported in this case, the following one/ones were reported via social media: ovarian cyst, procedural hemorrhage ,abdominal pain, influenza like illness,surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events big pimples, headaches, arthritis my writs and feeling vomit were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.